Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery, and a replacement pump was sent by technical support. The customer was instructed on necessary steps, including how to put the defective pump into storage mode and return it using a pre-paid label within ten days.